Manufacturer narrative:
The gas delivery system was returned for analysis. Visual inspection of the returned part revealed no anomalies. The customer complaint was verified during testing. Root cause was failure of airflow sensor, caused by u1 drifting out of calibration.

Manufacturer narrative:
The biomed stated that the issue was discovered during pre-testing for patient use. No delay in therapy reported. The biomed replaced the o2 flow sensor to address the reported issue

Manufacturer narrative:
Report date: 30aug2021. There was no patient involvement.

Event description:
The customer reported that the device had no volume readings and had an error message low leak: co2 rebreathing. The customer reported that the unit was not in use on patient. The customer contacted product support and reported that the device had no volume readings and had an error message low leak: co2 rebreathing. It was verified that the customer has the exhalation port installed and is opened. Product support advised customer to go to the pneumatics screen and note the avg air and avg o2 readings with no pressure and no flow. Avg air reads 2.10, avg o2 reads 0.4. Product support provided customer rev n service guide. Product support advised customer to perform the air and o2 flow testing and to replace the flow sensor assembly. Further information is pending.